Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, skin paleness, reticular livedo and vascular obstruction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications- do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects- the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use - posology- if immediate blanching occurs at any time during the injection, the injection should be stopped and appropriate action taken such as massaging the area until its return to a normal color.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips (lp1). Patient immediately developed edema to the left lip (lp1) and skin paleness in the supra labial region above the injection site on the right lip (lp1). ¿ecmoses¿ developed at the injection site and ¿supra labial¿ 10 minutes after injection and a reticular ¿livedo¿ appeared at the tip of the nose 30 minutes after injection. Healthcare professional assessed the events as a vascular obstruction. Patient was immediately treated with hot compress, aas and prednisone. Patient also had treatment with ciprofloxacin and biometil. Patient had immediate symptom resolution after treatment with biometil. Symptoms had completely resolved 7 days after the injection.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips (lp1). Patient immediately developed edema to the left lip (lp1) and skin paleness in the supra labial region above the injection site on the right lip (lp1). ¿ecmoses¿ developed at the injection site and ¿supra labial¿ 10 minutes after injection and a reticular ¿livedo¿ appeared at the tip of the nose 30 minutes after injection. Healthcare professional assessed the events as a vascular obstruction. Patient was immediately treated with hot compress, aas and prednisone. Patient also had treatment with ciprofloxacin and biometil. Patient had immediate symptom resolution after treatment with biometil. Symptoms had completely resolved 7 days after the injection.

Manufacturer narrative:
Lab analysis of the device found 1.0 ml syringe with 0.8 ml of gel remaining in it received with a cap, no needle in an opened tray & pack. No defect observed to syringe. Device history record found no significant anomalies. No deviations or non-conformances were found.